Manufacturer narrative:
The unit had a blank display due to the power connector not plugged in properly into j7 on pcba 1. Unable to perform functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. After connecting the power connector into j7 on pcba 1, the unit was monitored for 7 days. There was no unexpected insert battery alarm noted. The unit passed the sleep current measurement, active current measurement, and the self-test. The unit had minor scratched display window, damaged (scratched) display window cover, scratched case, scratched keypad overlay, and stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had already replaced the battery of the insulin pump but it they would still get the need insert battery message. The customer's blood glucose level was unknown. The device has been returned for analysis.